Event description:
Thread of inserter handle has seized into the trial cup. The thread of the inserter handle has screwed out of the inserter handle and stayed seized in the cup trail. Instrument was found in a returned loan kit. This case has been reported by the loan kit technician during loan kit inspection. The instrument had further been assessed by depuy engineering. No further information can be obtained as the case was not reported by the customer.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Originally submitted on 09/11/14 but resubmitting due to site being down. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: examination of the returned instruments confirmed the report. It is likely the threads on the cup inserter were damaged previously or the cup and inserter were cross-threaded. The date codes (B)(4) indicate the instruments were manufactured in march 2013 and february 2008. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.